Manufacturer narrative:
Concomitant medical devices: product ID: 389033, lot# j0519468v, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The patient reported the pain stimulator malfunctioned and was removed. The patient reported that as soon as they got home, they were screaming due to severe pain. They had to shut the device down and it was removed in (B)(6) 2005. If additional information is received, a follow-up report will be sent.